Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to pop. It was reported that following insertion the patient experienced infection and urinary. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and bard pelvicol acellular collagen matrix and mesh were implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted, though the patient is not making a claim about this product. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009, and a mesh was implanted. It was reported that patient underwent repair of 3 cm vaginal laceration on (B)(6) 2008, due to traumatic vaginal laceration. It was reported that patient underwent exploratory laparotomy with removal of vaginal mesh, abdominal sacrocolpopexy, removal and replacement of t.o.t. Sling, bs repliform, bs obtryx implant, and cystoscopy with bilateral ureteral catheterization on (B)(6) 2013, due to chronic pelvic pain, sui, dyspareunia and recurrent uti. No additional information was provided.